Event description:
It was reported that had neuropathy for less than 24 hours and an embolism in the left hemisphere of the brain that was detected with a computed tomography (CT) scan on (B)(6) 2024. The patient had a stroke and weakness in the right side of the body. The neuropathy was device related. The patient was given warfarin and aspirin, and a surgical procedure was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information and he investigation will be completed under 2916596-2024-02555.